Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. A damaged lp1 pin was identified in the lemo connector and was subsequently repaired. The system was tested and found to be working as intended and put back into service.